Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that patient received the following results on a mobile system compared to a professional meter within 10 minutes: 18.0 mmol/l and 22.1 mmol/l (mobile system) and 4.5 mmol/l and 5.2 mmol/l (professional meter). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the test strips have been discarded.